Manufacturer narrative:
This report is being filed which covers a 2-year retrospective review of events reported by consumers between january 1, 2005 and december 31, 2006 (inclusive). This exemption was granted to satisfy medtronic's MDR obligations for any previously unreported serious injury, death and malfunction events found during this review. This medwatch report represents 4 unreported serious injury events for model 8472 for the above time period (all product code mdy). This total includes the event described in this report. See scanned page.

Event description:
The pt reported the system was removed due to an infection. The hcp did not provide further info.